Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi56078 was released in a single batch. Batch1: lot qty of (B)(4) units was released on april 4, 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the viper universal poly driver (part #: 279734000, lot #: mi56078) was received showing the distal tip was broken and the broken piece is not returned. The distal threads were stripped and there was discoloration on the ring component. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the outer diameter of the shaft was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Mis: si quick connect poly screwdriver, assembly. Mis: si quick connect poly screwdriver, t20 driver shaft. Complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion. The complaint condition was confirmed as the device received was broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, the tip of the screwdriver broke off while tightening a screw. No fragments were created or remained in the patient. No surgical delay reported. The surgery was successfully completed with another unknown instrument. No adverse patient consequence reported. This report is for one (1) viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).